Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 7th june 2023, it was reported by a sales representative via email that an ar-2324kpslc-1, 4.75mm peek knotless swivelock had its eyelet snap off the end of the swivelock on insertion. This occurred during a hip tendon reattachment procedure on (B)(6) 2023, when the swivelock was being inserted. All broken pieces were successfully retrieved. Procedure was completed successfully with no patient harm by using a new ar-2324pslc-1.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.